Event description:
It was reported that there was an issue with gd670 - microspeed uni control unit w/cool.unit. According to the complaint description, the drill "did not work". This occurred during intracranial hematoma removal and skull flap decompression. An additional medical intervention was required. Different equipment was used instead to complete the procedure. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the provided lot number could not be checked and is atypical from an aesculap perspective. Explanation and rationale: based on experience, it is possible that wear and tear or lack of maintenace led to the described faliure pattern. However, this is only speculative. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon th einvestigation results, a CAPA was not required.